Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported issue was determined to be due to a failure of the single board computer assembly on the system pcb assembly. The customer was provided with a replacement device.

Event description:
It was reported that the device will not complete the boot-up process. The device is locked-up. There was no pt use associated with the reported failure.